Event description:
A customer obtained a false high troponin I result on pt sample and reported the result to the floor. Elevated results of this magnitude might initiate cardiac catheterization. There was no report of pt harm as a result of this event.